Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's right atrial lead was found to be dislodged during a post-implant check. The lead was successfully repositioned on (B)(6) 2018. The patient was stable following the procedure.